Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during an unknown procedure on (B)(6) 2023 when it was reported "product snapped in half while in use.¿ the procedure was completed with the use of the same alternate device. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported injury due to the possibility of foreign body left inside the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during an unknown procedure on (B)(6) 2023 when it was reported "product snapped in half while in use.¿. The procedure was completed with the use of the same alternate device. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported injury due to the possibility of foreign body left inside the patient.

Manufacturer narrative:
Update: received one 60-6085-202a in opened original packaging. Lot number was verified. Performed a visual inspection, the shaft of the device is snapped in half. All pieces of the device were returned. B1 updated from adverse event to product problem. H1 updated from injury to malfunction. B5 updated from injury to malfunction statement. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during an unknown procedure on (B)(6) 2023 when it was reported "product snapped in half while in use." The procedure was completed with the use of the same alternate device. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.